Event description:
Subsequent to the inital medwatch report it was indicated that the restenosed previously stented lesion was a 3.5 x 25 mm multilink. There was no additional information provided.

Event description:
It was reported that on (B)(6) 1996, the patient underwent a stenting procedure in the proximal right coronary artery with one multi link vision 3.5 x 25 mm. On (B)(6) 2010, the patient was hospitalized with angina. On (B)(6) 2010, the patient underwent a xience v stenting procedure in a 89 mm long, restenosed previously stented multi link vision lesion in the proximal right coronary artery with overlapping 2.5 x 28 mm, 2.75 x 28 mm and two 3.0 x 28 mm stents. The patient underwent additional xience v stenting in a 34 mm long lesion in the proximal circumflex artery with overlapping 3.0 x 23 mm and 3.0 x 18 mm stents. On (B)(6) 2011, two days post procedure, the patient experienced elevated cardiac enzymes for which no treatment was reported. The patient was discharged from the hospital on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the multi link instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.